Event description:
It was reported that while connected to a patient the external pulse generator (epg) suddenly shut itself off. The patient required resuscitation and is reported ok. The biomed tested the epg and the device ran for six-seven hours and did not turn itself off. However, the following day, the epg after being on for 30 minutes, it shut itself off. There was no low battery light seen. The generator was returned for service. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device did not shut down during bench testing. Upper and lower cases and ring cover are broken. Interconnect flex is crimped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device did not shut down during bench testing. Upper and lower cases and ring cover are broken. Interconnect flex is crimped.